Event description:
It was reported by the attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted on (B)(6) 2006 due to pelvic organ prolapse, stress urinary incontinence, urethral hypermobility, second degree cystocele, second degree rectocele and paravaginal defects with concurrent cystoscopy and blood transfusion (2 units). It was also reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was further reported that patient underwent mesh revision/removal on (B)(6) 2007 due to chronic pain and mesh erosion. Additionally, the patient underwent excision of mesh on (B)(6) 2006. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.